Event description:
It was reported the patient has not received effective stimulation since implant and upon reprogramming experience abdominal stimulation that is sometimes uncomfortable. Subsequently, surgical intervention will be taken at a later date to address the issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.